Event description:
During first use, the cannula tip broke off and was stuck in the bladder. The tip was recovered during the same procedure. We are not aware of any adverse problems or subsequent complications with the pt.